Manufacturer narrative:
Corrected data: date received by manufacturer was inadvertently omitted in the previous follow-up report. The date received by manufacturer was aug 15, 2017.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained the scs system irritates her pain. The patient stated the stimulation sensation exacerbated her neck pain/headaches and had not used the scs system in over a year. Follow up identified the patient had her entire scs system removed.